Event description:
Two years ago, pt noticed battery site of device was getting extremely hot. During the charging of battery, the device would get so hot, it was unbearable. Pt states device is turned off but a couple of weeks ago, she started getting a "jolting sensation from the device, that one time caused her to lose consciousness. Pt states she has filed a report with MFR but they would not give her any help on what to do with her issues with the device. Pt went to dr that performed x-rays which shows the battery is turned upside down. The doctor suggests that pt has the battery replaced. Pt says she has had headaches every since the device was implanted, increased pain and depression for which she is taking medication for both. She is very concerned and doesn't know what to do.